Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a dexcom g7 replace sensor alert. Blood glucose (bg) was affected, with a high of 318 mg/dl after dosing stopped. The sensor was damaged during handling and could not be repaired. The user initiated backup therapy while waiting for their daughter¿s assistance. The daughter paired a new sensor, however, elevated bg levels persisted as the infusion set cap was not removed. A new set was then applied. No medical intervention was required, and bg correction was in progress at the time of the call.